Event description:
Boston scientific received information that this patient had extracorporeal membrane oxygenation (ECMO). Since the procedure was performed, this implantable cardioverter defibrillator (ICD) was reported to display low shock impedance measurements. Boston scientific technical services (ts) explained that due to the low energy pulse in the daily measurements, there could be a possibility that ECMO had caused either the low or high reading. The field representative will discuss the issue with the physician. The field representative confirmed that the shock impedance measurement was at 30 ohms and that the patient will be continually monitored. No adverse patient effects were reported. Subsequently, this patient died and the field representative confirmed that the death was not device related. This system was buried with the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.